Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the clip applier was out of a lap chole kit and the nurse said, "when the surgeon would clip a structure sometimes the clip would hold and other times the clip would not hold and stay on the structure." The nurse opened a new clip applier and the case was finished without further incidence. There was no consequence to the pt.